Event description:
It was reported that an occlusion alarm did not enunciate as expected. Tandem technical support educated customer on occlusion alarms are triggered, however customer did not acknowledged and maintained that the occlusion alarm did not enunciate as intended. There was no reported impact to the customer's blood glucose level. Customer continued to use pump for insulin therapy.